Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migraine and headaches. Essure explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anemia. (B)(6) 2015-surgical pathology report. Final pathologic diagnosis. Uterus and cervix, hysterectomy: cervix: - no dysplasia or malignancy identified. Endometrium: - changes suggestive of previous ablation. - proliferative-type endometrial mucosa. - no hyperplasia or malignancy identified. - no neoplasm identified. Myometrium: - leiomyoma. - adenomyosis, multifocal. - no malignancy identified. Serosa: - no endometriosis or neoplasm identified. Concurrent conditions included leiomyoma nos, adenomyosis and abdominal adhesions. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device ¿ location: uterus; migration of essure device ¿ location: uterus"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (novasure ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, device expulsion, abdominal pain, dysmenorrhoea, vaginal haemorrhage, psychological trauma, migraine, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migraine and headaches. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dyspareunia, migraine, headaches, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs+mr received- new events abnormal bleeding (vaginal), migration of essure device ¿ location: uterus were added. New reporter, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.